Event description:
The patient had full revision surgery for high lead impedance. Attempts are being made to attain their explanted product. X-rays have not been attained for review.

Event description:
Good faith attempts were made and thus far the explanted product has not been returned for analysis.

Manufacturer narrative:
Suspect medical device corrected: updated to lead product since a full revision was performed and likely not a lead pin issue related to that.

Event description:
A vns patient had high impedance addressed in medwatch report number: 1644487-2012-00178 where just their vns lead was replaced. After lead replacement surgery it was reported that their diagnostics were checked several times in the or and were all within normal limits. The patient came to clinic after surgery for follow up and when their device was checked it showed high impedance, but later, when the implanting surgeon checked it himself, it was fine so they are assuming everything is fine. They will have the patient come back in 3 weeks. X-rays may be taken in the meantime. (B)(4) attempts are underway for further details about the reported event.

Manufacturer narrative:
Evice malfunction suspected but did not cause or contribute to a death or serious injury.